Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed and cubie board need to be replaced. A field service engineer replaced the damaged row tray caused by a liquid spill. Completed the repair and confirmed proper functionality through the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 cubie board needed to be replaced. User stated the liquid was spilled in the drawer and the drawer was not working. There were no adverse events or injuries reported based on this event.